Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a bilaterally implanted patient who had their light adjustable lens+ (lal+) explanted from their non-dominant eye due to visual disturbance and the patient's dissatisfaction with the chosen refractive target.